Event description:
On (B)(6) 2011, the patient reported insulin leakage and elevated blood glucose while using the infusion sets. She notices the insulin leak when the headset adhesive and her clothing becomes wet. She believes insulin is leaking from the infusion set and not her body due to an absorption issue because she has tried other infusion site areas and has the same issue. A recent blood glucose measurement was 494 mg/dl. The infusion site was changed earlier that morning. She changed the site again and bolused to lower her blood glucose but her readings remained elevated for a day. She contacted her doctor for advice and she removed the infusion site and injected insulin via syringe. Her blood glucose decreased immediately. She inserted a new infusion site a day later and her blood glucose elevated again. Her target blood glucose range is 60-120 mg/dl. The patient was sent infusion sets with a longer cannula. Further attempts to follow up with the patient were unsuccessful. The patient did not require treatment from a health care professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Method, results: no product will be returned for evaluation.